Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. Technical services (ts) checked the latitude remote monitoring system and found that there was a battery depletion (bd) alert. Engineering analysis of device data confirmed that the battery was depleting prematurely. Ts referred the patient to the following clinic and advised device replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD has been explanted and replaced with a new one. No additional adverse patient effects were reported. This product is expected to be returned for analysis.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. Technical services (ts) checked the latitude remote monitoring system and found that there was a battery depletion (bd) alert. Engineering analysis of device data confirmed that the battery was depleting prematurely. Ts referred the patient to the following clinic and advised device replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD has been explanted and replaced with a new one. No additional adverse patient effects were reported. This product is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that unknown factors most probably contributed to the event. Device data analysis indicates premature battery depletion. This product was not returned by the customer as evidence suggests that it remains in service. If the product is explanted and returned for analysis, a supplemental report will be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: analysis of the device data found higher-than-expected power consumption, consistent with premature battery depletion. The complaint device was not returned to boston scientific as evidence suggests that it remains in service. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: it can be concluded that unknown factors most probably contributed to the higher-than-expected power consumption. The "cause linked to device but unable to trace more specifically" investigation conclusion code was selected because analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. Technical services (ts) checked the latitude remote monitoring system and found that there was a battery depletion (bd) alert. Engineering analysis of device data confirmed that the battery was depleting prematurely. Ts referred the patient to the following clinic and advised device replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service.